Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading was 174 mg/dl. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase.